Event description:
This report is based on information provided by a philips service engineer and a product support specialist and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device capnometer was not starting up correctly and reported capnometer disabled. There was no reported patient involvement, therefore no health consequences or impact.